Manufacturer narrative:
Block h6: imdrf device code a2101 captures the reportable event of device labeling issue.

Event description:
Note: related naviflex long wire pusher complaints are reported under records (B)(4). It was reported to boston scientific corporation that a naviflex long wire pusher was used in the ampulla of vater and pancreatic duct to treat a biliary stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, a labeling discrepancy was identified: the package was labeled as a long wire pusher; however, the device inside was a short wire pusher. It was also determined that the product used had a side-hole feature. Despite this discrepancy, the physician proceeded with the short wire device and successfully completed the procedure. There were no patient complications reported as a results of this event.